Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 9 applications were performed with balloon catheter 2af284 with lot number 69607 without any issue on the date of the event. A clinical issue was encountered during the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during a freeze in the right superior pulmonary vein (rspv), blood was observed in the endotracheal (et) tube. All devices were pulled from the left atrium and into the inferior vena cava. An emergency bronchoscopy was performed and active bleeding was seen in both lungs. Medication was administered to lower the activated clotting time (act) value. The case was aborted under general anesthesia and the patient was placed in the intensive care unit (ICU). Additional information indicated a computerized tomography (CT) scan found the patient had a pre-existing arteriovenous malformation. Bleeding had stopped the day of the event and the patient was sent home. No further patient complications have been reported as a result of this event.